Event description:
Was reported that the customer went to the emergency room (ER) to address a low blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(H6) add codes- 4121, 213, 4315.